Manufacturer narrative:
The customer returned samples for investigation. The investigation was able to reproduce the customer¿s results. The mathematical differences of the tsh values, generated with the different types of analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 2 patient samples tested on a customer's cobas 8000 e 801 module and compared to an investigation site's cobas e801, cobas 8000 e 602 module, cobas e 411 immunoassay analyzer, and a centaur analyzer. From the data provided, both patients had discrepant results for elecsys tsh assay and elecsys ft3 iii. This medwatch will cover tsh. For information on ft3 iii refer to the medwatch with patient identifier (B)(6). It was unknown if the erroneous results were reported outside of the laboratory. The customer's cobas e801 serial number was (B)(4). The serial number for the cobas e602 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 372451 with an expiration date of 30-nov-2019. The tsh reagent lot used on this analyzer was 394647 with an expiration date of 31-oct-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 372451 with an expiration date of 30-nov-2019. The tsh reagent lot used on this analyzer was 394647 with an expiration date of 31-oct-2019. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 348359 with an expiration date of 31-oct-2019. The tsh reagent lot used on this analyzer was 386646 with an expiration date of 31-may-2020.